Event description:
The customer obtained non-reproducible higher than expected vitros trop I es results (patient 1= 0.229 ng/ml vs. An expected result=0.029 ng/ml and patient 2=0.355 ng/ml vs. An expected result<0.012 ng/ml ) from multiple patient samples run on the vitros eciq immunodiagnostic system. The affected results were reported from the laboratory. Biased results of the magnitude and direction observed may lead to inappropriate physician action. However, the health care provider questioned the results and thus the samples were repeat tested. Corrected results were reported. There was no report of patient harm as a result of this event. (B)(4).

Manufacturer narrative:
The investigation determined that non-reproducible higher than expected vitros trop I es results were obtained from multiple patient samples run on the vitros eciq immunodiagnostic system. Results of precision testing demonstrated that the vitros eciq immunodiagnostic system was not performing as expected. An ocd field engineer replaced multiple analyzer parts and performed adjustments to the well wash, reagent metering, and signal reagent modules. Results of vitros trop I es precision testing were acceptable after completion of these service actions. In addition, the patient samples were not processed in accordance with the tube manufacturer¿s recommendations. It is likely that cellular debris, due to poor sample preparation, was present in the affected sample. The most likely root cause of this event is instrument related. Pre-analytical sample processing cannot be ruled out as an additional contributing factor.